Manufacturer narrative:
As of 03/23/2011, lina medical (B)(4) is currently investigating the complaint and will file a follow-up report when the investigation is completed.

Event description:
On (B)(6) 2011, the surgeon started to put the el-200-8 lina gold loop in place and began to pull after a puff (steam or smoke indicating loop is active). The loop broke before it began to cut. He (surgeon) started then used another loop and it worked fine. Used a valleylab force generator at 120 cut/blend.